Manufacturer narrative:
Block h6: imdrf device code activation, positioning or separation problem (a15) captures the reportable event of clip difficult to release from catheter. Block h2 (additional information): block e1 (initial reporter facility, address, city and zip code), block e3 (occupation). Block h11: media of the resolution 360 clip was analyzed, and a media inspection noted that showed evidence of a control wire kink. The reported event of clip difficult to release from catheter was confirmed. Based on all the reported information available and provided media from the customer since the device was not returned, the probable cause of this event was determined to be an adverse event related to procedure. By examining the media that was provided by the customer, it is likely that the physician encountered difficulties during the deployment of the clip, which caused the control wire to bend. Factors such as applying extra force during deployment, using pliers to pull out the control wire to aid clip deployment, etc., may have contributed. Several procedure-related factors, including angulation and technique, may have also played a role in this difficulty. All compiled information on this investigation determines that the most probable cause is "adverse event related to procedure".

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an hemo clipping procedure performed on (B)(6) 2025. During the procedure, the clip was difficult to deploy and the spring in the handle broke. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an hemo clipping procedure performed on (B)(6) 2025. During the procedure, the clip was difficult to deploy and the spring in the handle broke. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code activation, positioning or separation problem (a15) captures the reportable event of clip difficult to release from catheter. Block h11: the reported event of clip difficult to release from catheter was confirmed. Based on all the reported information available and provided media from the customer since the device was not returned, the probable cause of this event was determined to be an "adverse event related to procedure", since an adverse event occurred during the procedure, and the device had no influence on the event. By examining the media that was provided by the customer, it is likely that the physician encountered difficulties during the deployment of the clip, which caused the control wire to bend. Factors such as applying extra force during deployment, using pliers to pull out the control wire to aid clip deployment, etc., may have contributed. Several procedure-related factors, including angulation and technique, may have also played a role in this difficulty. All compiled information on this investigation determines that the most probable cause is "adverse event related to procedure".